Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that at the time the phakic with intra ocular lens implantation surgery was initiated, during the prephaco, chop, and epinucleus modes, continuous irrigation (open position) repeatedly and continuously switched itself to the closed position. The same situation was observed during the cortex stage as well; although continuous irrigation was set to open, the system did not allow fluid flow and repeatedly shut down with display of error message. The procedure completion details were unknown. There was patient contact with suspect product but no impact to the patient. This report pertains to the second of the two patients involved in reported events from the same facility.